Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, bd had not received this information from the customer. A good faith effort has been made and this complaint will be closed without further investigation at this time. Three photos were received, however, material number and lot number could not be identified. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Technical services contacted the customer and put the customer in contact with the bd product line expert to review their product questions and best practices for obtaining quality samples. Complaints received for this reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was poor barrier separation during use with an unspecified bd vacutainer® cpt¿ cell preparation tube. The following information was provided by the initial reporter: it was reported that site is experiencing poor barrier separation in cpt tubes.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: d.1. Medical device brand name: bd vacutainer® cpt¿ cell preparation tube with sodium heparin. D.3. Medical device manufacturer: becton, dickinson & co. ¿ broken bow, ne / 68822. D.4 medical device catalog #: 362753. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0014968. D.4. Medical device expiration date: 2021-01-31. H.4. Device manufacture date: 2020-01-14. D.4. Medical device lot #: 0014972. D.4. Medical device expiration date: 2021-01-31. H.4. Device manufacture date: 2020-01-14. D.4. Medical device lot #: 0042161. D.4. Medical device expiration date: 2021-02-28. H.4. Device manufacture date: 2020-02-11. G.2 manufacturing location: becton, dickinson & co. ¿ broken bow, ne / 68822. G.5. PMA / 510(k)#: k891407.

Event description:
It was reported that there was poor barrier separation and hemolysis during use with a bd vacutainer® cpt¿ cell preparation tube with sodium heparin. The following information was provided by the initial reporter: it was reported that site is experiencing poor barrier separation in cpt tubes. Additionally, the bd tech provided the following additional information: she is seeing that gel is floating up into the sample, there is particles seen within the plasma, and she would like to know what bd recommends. She stated this started occurring since may, she does not have the ref or lot number, she does not have any unused samples, she may have photos to provide.